Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous right below the knee artery. A non-bsc introducer sheath and a non-bsc guide wire was advanced and crossed the lesion. After a 2mm coyote balloon catheter was used for pre-dilation, a 6.0mmx100mmx80cm sterling balloon catheter was advanced for postdilation. 1st inflation was performed with a non-bsc inflation device at 8 atmospheres for 30 seconds. Upon the 2nd inflation at 6 atmospheres, the balloon ruptured. The procedure was then completed with a 5x100 sterling balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).